Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned primary guide assembly (part number rbl2210, lot number l1409007) was examined visually under magnification. The u+ primary guide (rbl2210) was returned in multiple fragments; the lowermost hook portion of the j-shaped rbl2212 "primary guide slider" subcomponent (referred to as the "foot" in the event description) was split off from the main rbl2212 subcomponent body / from the main rbl2210 assembly. Both the main assembly and this split-off fragment were returned; no other portions of the assembly appear to be missing. The slider subcomponent was broken in the j-shaped lower hook region, resulting in the lowermost portion of this hook separating from the main slider body. The assembly-side / on-slider fractured surface was a singular plane (i.e. Not a multi-plane complex fracture). The fractured plane was lightly and sporadically textured but was largely flat otherwise (i.e. Does not exhibit bowing/cupping/warping/twisting). Regions adjacent to the fractured surface exhibited no stretching or necking (i.e. No signs of ductility) and there appeared to be no signs of progression/seashell/clamshell marks. The fractured surface exhibited sporadic brown discoloration (corrosion?). Much of the above commentary was also applicable when viewing the fragment-side / split-off-hook fractured surface; in the fragment-side fractured surface case, it was more readily apparent that the fractured surface/plane was slightly angled and not truly perpendicular to the sides of the fragment. The observed device damage did not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggested a brittle failure mode may have occurred; brittle failure may occur when unusually large loads are applied to devices (i.e. Tensile overload), potentially very suddenly. The main slider shaft subcomponent would experience a tensile load when the j-shaped hook clamps down. Devices that fail in a pure tensile loading scenario usually have a singular flat fracture plane that is perpendicular to the device axis. Devices that fail in complex loading conditions with possible off-axis loading may exhibit oblique angulation of their fracture plane. The slider subcomponent of the overall primary guide will experience tensile loading during surgical technique steps involving compression of the guide/plate construct onto bone. This slider is moved linearly when a user torques a contour screw which engages with threading on the slider; relevant surgical technique steps caution the user against overcompression. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10 investigation findings code (annex c): updated to 3243 investigation conclusions code (annex d): updated to 4315.

Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported during surgery, after the plate installation the surgeon removed the primary guide assembly (part number rbl2210, lot number l1409007) and noticed the foot was missing. The surgeon retrieved the broken piece. The surgery was completed after a 2-minute delay. No adverse patient consequences were reported.